Event description:
Zoll pads placed on pt per manufacturers recommendation. Right coronary stent procedure performed. Pt tolerated procedure well. Pt transported to critical care post procedure. Pt discharged 7/12/98. Pt notified hosp administration on 3/5/99 that he had experienced a burn from the pad that had been placed on his back; and that he had been having problems with the burn area from post discharge 1998 to present.